Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, g4, h4, h6.

Event description:
Healthcare professional reported "a case of damage to the patient implants completely ruptured" healthcare professional later reported "silicone leakage and capsular contracture baker grade iii." This is for the right side device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. Device evaluation: device photograph(s) for the device related to the reported event of rupture, gel bleed and capsular contracture requested on december 12, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ gel bleed: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional later reported "silicone leakage and capsular contracture baker grade iii." This is for the right side device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device evaluation: device photographs for the device related to the reported event of rupture/ gel bleed / capsular contracture was requested on (B)(6) 2025. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Gel bleed: not observed. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "a case of damage to the patient implants completely ruptured" healthcare professional later reported "silicone leakage and capsular contracture baker grade iii-IV" ¿capsular contracture, unspecified inflammation, breast pain.¿ this is for the right-side device. The device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Event description:
Healthcare professional reported right side rupture, silicone leakage, capsular contracture, baker grade iii/IV, inflammation, seroma, and pain. Device has been explanted.

Event description:
Healthcare professional reported "a case of damage to the patient implants completely ruptured" healthcare professional later reported "silicone leakage and capsular contracture baker grade iii-IV" ¿capsular contracture, unspecified inflammation, breast pain.¿ this is for the right side device. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, observed an opening assessed as surgical damage, an opening assessed as fold flaw opening, ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, gel bleed and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "a case of damage to the patient implants completely ruptured" this is for the right side device. The device remains implanted.